Event description:
The outer tray was found open before an implantation procedure. The inner tray where the lead is located was still in the sterile tray; however, the lead was not implanted.

Manufacturer narrative:
The outer tray was found to be open before an implantation procedure. The analysis from the manufacturer is pending.